Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they needed help with changing the set and received low reservoir alarm. The customer states they tried a second time and that while priming they received no reservoir alarm. The customer was advised that replacement would be sent out.